Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported the customer experienced deformation during use. The reporter stated no problems with final removal and flushing with nacl. Hereafter urokinase was given over both poles, when connecting to the machine, the arterial pole was no longer accessible. The cushion of the tego connector seemed to be crooked. New tego connector, no more problems after this. There was patient involvement and unknown patient harm

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending. E1 initial reporter phone number continued: (B)(6). D4: only di provided as lot number is unknown.

Manufacturer narrative:
Updated information: d9. Investigation summary: the complaint of deformed on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.